Event description:
It was reported that the patient had a spinal infection that developed at surgery or shortly after ¿up on the spinal cord on t10¿ which required explant of the device on (B)(6) 2013. It was noted that the patient ¿enjoyed¿ the unit and he was ¿out of pain after 30 years.¿ it was reported that the patient may consider implanting a new device after the infection clears, and the patient was currently unable to ¿even get epidurals¿ due to the infection. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n301705, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: accessory: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead. (B)(4).